Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead with the implantable cardioverter defibrillator (ICD) displayed an increase and out of range shock lead impedance measurement. The patient underwent a ventricular tachycardia (vt) ablation and then the lead impedances were found to return to within normal limits. There were no stored events or noise on the egm. The rv lead and ICD remain in service. No adverse patient effects were reported.